Event description:
It was reported that the patient was unable to run therapy sessions. There was no report of patient harm or injury. The clinical specialist confirmed that one electrode was out of range (oor), consistent with the high impedance. The patient underwent a revision procedure. Both leads were completely removed, and two new leads were implanted without complications. Although only one electrode had the oor, the implanting physician elected to replace both leads. A review of post-initial implant imaging confirmed that an improper strain relief loop was the cause of the oor. No device evaluation could be performed. The explanted leads were discarded at the hospital. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml #: (B)(4). Left lead information: model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4).